Event description:
The customer reported that the display was scrambled when the device was powered on. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.